Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones and the device also exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. This particular device was not included in the advisory population.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones and the device also exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.